Manufacturer narrative:
Event date: -exact day unknown ((B)(6) 2012). It was reported in the initial MDR that patient had a photorefractive keratectomy enhancement procedure in left eye on (B)(6) 2013 however, the correct date is (B)(6) 2012. It was reported in the initial MDR that surgeon mentioned a patient he treated earlier in the month with overcorrection. This surgery is a secondary surgery and it occurred on (B)(6) 2013. Placeholder.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
Placeholder.

Event description:
Patient had original bilateral lasik for myopia on (B)(6)-2012. According to chart notes, patient developed stage 2-3 diffuse lamellar keratitis and central toxic keratopathy and overcorrection in both eyes. It was reported that patient had a photorefractive keratectomy enhancement procedure in left eye in (B)(6)-2013 for hyperopia, which resulted in slight overcorrection leaving the patient slightly myopic. No laser issues were reported and no loss of best corrected visual acuity was reported.

Manufacturer narrative:
(B)(4): available (diffuse lamellar keratitis [dlk], central toxic keratopathy [ctk]). Clinical development manager (cdm) visited the account on october for an unrelated matter and surgeon mentioned a patient he treated earlier in the month with overcorrection. When cdm requested details he decline to further discuss and redirected her to request info from office technician. Cdm reported that 2 times voicemails were left at the account to collect additional info however, no response was received. Cdm visited the account on 26-nov-13 for an unrelated laser training of new staff. At arrival she requested the office tech to get some time to address the information request. At lunch time cdm attempted again to speak about the event with the office tech however, during the 6 hour visit the office tech was not able to set time for the meeting. At the end of the day as the cdm was leaving the office tech handed documentation with information on the case. After reading the document is when cdm realized the patient experienced dlk and ctk. All pertinent information available to abbott medical optics has been submitted. Placeholder.